Event description:
It was reported that "while trying to implant the cross connector, surgeon noticed a set screw is cross threaded and will not advance."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: functional evaluation; device history review; complaint history review; risk assessment. Results: the customer event of cross threading of a xia 3 titanium multiaxial crosslink was confirmed via visual and functional inspection of the returned device. The threaded set screws were attempted to be removed, but could not be as they were stuck within the hooks. Probable factors that could have contributed to the event are that the screw threads have been cross threaded with the connector threads, an excessive tightening torque or the use of a non-recommended instrument for tightening. However, none of the mentioned factors could be confirmed. Conclusion: the root cause of the fracture is likely multifactorial.

Event description:
It was reproted that "while trying to implant the cross connector, surgeon noticed a set screw is cross threaded and will not advance."